Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the customer did not use the air water channel cleaning adapter at pre-cleaning, which was a required step in the process. The ess explained the importance of using the adapter and provided the customer with instructions on how to use it. The customer understood the importance and agreed the adapter would be used during pre-cleaning. The customer will be using a non-olympus automated flushing machine and a non-olympus automated endoscope reprocessor. The customer was made aware that they will have to contact the manufacturer of the products for their instructions and guidelines. The customer provided a return demonstration. The ess reviewed pre-cleaning, leak testing, manual cleaning, and storage with the customer. The subject device referenced in this report was not returned for evaluation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The probable cause was due to the user facility not training the reprocessing staff sufficiently on scope handling and reprocessing in accordance with the instruction for use (IFU). The instruction for use (IFU) states the following guidelines: reprocessing manual: 1.4 precautions: warning : an insufficiently reprocessed endoscope and / or accessory may pose an infection control risk to the patients and / or operators who touch them. Not returned to manufacturer.

Event description:
The user facility requested an annual reprocessing in-service for evis exera ii duodenovideoscopes, evis exera iii gastrointestinal videoscopes, and evis exera ii ultrasound gastrovideoscopes. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the scopes were being reprocessed incorrectly. No patient involvement was reported. This complaint is related to: (B)(6) (model # gif-hq190, evis exera iii gastrointestinal videoscope). (B)(6) (model # gf-uct180, evis exera ii ultrasound gastrovideoscope).